Event description:
This procedure was performed in the (B)(6). The evercross 6mm balloon burst in a calcified iliac artery and ruptured circumferentially not longitudinally. It could not therefore be removed through the sheath. The catheter shaft snapped in attempting to do so whilst at the same time removing through the sheath. At this point there was no sheath, the 5cm of residual balloon shaft with a ball of balloon material over the wire. The balloon material was preventing hemorrhage through the puncture. No injuries to the patient reported. The vascular surgeon was called and the ruptured balloon tip was pulled out through the artery puncture with the wire. Hemorrhage was controlled by manual compression for 45 minutes. Evaluation of the returned device on july 6, 2015 found the balloon catheter was received in two separated pieces. The balloon was in a post deflated state and a radial tear was present. The balloon compressed forward toward the distal tip. Both marker bands were accounted for on the single lumen.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).